Event description:
It was reported that patient presented to the electrophysiology lab for elective replacement of biventricular device. It was previously discussed replacing the right atrial lead at the time of generator replacement due occasional asymptomatic noise events. The right atrial lead was successful removed and replaced with a new right atrial lead without complications. It was noted that there was at least one suture tied directly to the lead rather than on the suture sleeve. A noticeable insulation damage was noted underneath this suture. Patient was asymptomatic before the case, stable during the case and discharged after the case.

Manufacturer narrative:
A complete lead was returned in two segments for analysis. Degradation breaching the outer insulation was noted at 4.5 cm from the connector pin. This is consistent with the observation from the field of noise. Damage to the outer insulation was also noted at the suture sleeve tie impression, consistent with procedure damage.